Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided were insufficient to perform visual or dimensional evaluations. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: stable appearance of knee arthroplasty, no evidence of complication, no periprosthetic fracture, loosening, and pain. Radiographs were not sent for addtional review as the radiology notes provide sufficient dictation of findings and images are poor quality. The complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported an initial left total knee arthroplasty was performed. Subsequently patient was revised three years, ten months post implantation due to pain, swelling, and (suspected) implant fracture. During the revision it was noted the tibial component was not fractured but loose. Also noted synovitis and scar tissue present. While explanting the tibial component a 1.5 cm piece of cortical and cancellous bone fractured. The tibia and polyethylene were exchanged. The femur component remained implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected.   The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42502806201 femur trabecular metal cruciate retaining std porous lot#: 63851544. 42512100714 articular surface medial congruent (mc) left 14 mm lot#: 63040077. Additional event mdrs: bone fracture reported under MDR: 0001822565-2023-01548.

Manufacturer narrative:
(B)(4). Unknown part reported because it is unknown which part/component fractured. No product identification was received, no product was returned or pictures provided. Information is insufficient to identify the part or perform visual or dimensional evaluations. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. The complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional associated products: unk-knee component 2. Unk-knee component 3.

Event description:
It was reported the patient underwent a knee procedure. Subsequently, about 2 years post procedure the patient was revised due to fracture of the implant on an unknown date. No additional information or product has been received.